Event description:
It was reported that the patient¿s ilet displayed an occlusion alert, consistent with an obstruction of insulin flow, after which the caregiver performed a full supply change for the steel infusion set, including the connector and cartridge, and insulin delivery was resumed; replacement supplies were arranged. No clinical signs, symptoms, or conditions. Reported during the event. Outcomes included no medical intervention or hospitalization. Customer care provided support that included walking the user through the full supply change. Investigation included communication with the caregiver and analysis of the information provided by the user. Investigation of this case revealed a deformation problem associated with the connector/coupler that aligned with an obstruction of flow. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.